Event description:
The customer reported a leak from the ise (ion-selective electrode) waste drain and ise failing calibration on a unicel dxc 800 pro synchron system. The customer stated the leak was uncontained with fluid reaching the laboratory floor. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed waste leaking from the ise (ion-selective electrode) waste drain. The fse replaced the j2 ise waste drain valve to resolve the ise leak and calibration issue. (B)(6).